Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout with error b30, the light guide fibers glass is chipped, the universal cord is frayed and discolored, the universal cord is slightly broken. Based on the results of the investigation, a blackout with error b30 was caused due to a failure of the electronic component, the light guide fibers glass was chipped due to a mechanical problem, and the universal cord was frayed and slightly broken due to a deterioration and electrical problem. However, a probable cause for abnormal image could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced an abnormal image during reprocessing. There were no reports of patient involvement.